Manufacturer narrative:
A2 - patient age: corrected. Manufacturer's investigation conclusion: the reported event of low voltage was confirmed via log file analysis. An event log file was submitted for evaluation and data from 29sep2024 ¿ 24oct2024 was reviewed. Throughout the entire log file, while connected to any power source, the relative state of charge (rsoc) voltages associated with both power cables fluctuated and were lower than expected. The rsoc fluctuations intermittently resulted in low voltage and power cable disconnect alarms. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. The heartmate ii system controller (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low voltage alarms. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for evaluation to rule out any abnormalities prior to discharge. Following review of the submitted log files, it appeared the power to the system controller was lower than expected. The events occurred on battery power as well as on power module power. These events appeared to have been associated with low battery advisory and low battery hazard events. It was recommended that the patient replace their system controller and clean the battery/battery clip contacts with an alcohol wipe.